Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead, the issue was investigated through application logs. The reported event is not confirmed by logs. To assist with the resolution, provided the below feedback to helpline: we see that the upload made on august is via uploader as per our upload table. We did verify in the uploader logs for (B)(6) and observed that the data limit set for the upload is 14 days due to which the (B)(6) has data from (B)(6)2025. So, application is working as expected. We can try to get the old data by doing the following: user needs to remove previously added device in uploader's initial page, and then go through the steps again. Select all data while uploading. Please enable control code in csr in below screen before doing upload. This will help us understand if there is any missing data. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. This root cause of the issue is that user has uploaded selecting the restricted data limit. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on carelink report anomaly and receives an error when attempting to generate carelink report, carelink report is not displayed as expected, or possible issue with data in carelink report, i.e. Missing, inaccurate. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for acc-7333.